Event description:
Per the clinic, the patient experienced pain, swelling and redness at the implant site. Subsequently, the patient was administered with antibiotics (type, specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 01, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report. Device analysis report attached. This report is submitted on december 28, 2023.

Manufacturer narrative:
Per the clinic, the patient developed an infection over the receiver/stimulator site. This report is submitted on january 30, 2024.